Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital discarded.

Event description:
Anchorage cp plate and screws were removed because of a broken compression screw and replaced with two 4.0 cannulated screws.